Event description:
After successful placement of stent the balloon catheter was removed from artery and it was noted by surgical tech that balloon was not attached to catheter. No pedal pulse at foot, therefore artery occluded due to foreign object. Balloon had to be surgically removed from right femoral vein. Added 2 hrs to case. Pt is okay but clear potential for death existed.